Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On approximately (B)(6) 2025, the patient had "chest heaviness" when the cgm was 100 points off compared to her bg meter test. Her daughter called an ambulance, and before the paramedics arrived, she passed out. The patient stated that she had some blood tests and an ECG. She was unable to verify if a comparison of her readings was done in the hospital. She reported being given insulin though IV and some medications, but she could not provide the names of the medications. She stayed in the hospital for three days. The patient stated that her symptoms were due to ketones and high blood glucose levels. At the time of the report, the patient was feeling good. No data was provided for evaluation. The allegation and the probable cause could not be determined. It has been reported that there was a difference in readings of 100 points. No additional patient or event information is available.